Event description:
The manufacturer's representative reported that the patient underwent pump and catheter revision due to decreased efficacy. The patient was experiencing increased tone and spasticity. The implant duration was 82 months. The patient was experiencing "full therapeutic benefit after catheter and pump replaced."

Manufacturer narrative:
H6 - the manufacturer's representative reported that the catheter access port did not detach until after the device was explanted and while in the possession of the parents prior to being turned over to the company representative. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.